Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reverting to set up mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2014. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged meter issue. During the call recording, the patient stated she developed symptoms of ¿not feeling good¿ although it is unknown if the symptoms began before or after the meter issue began. During the call recording, the patient claimed she was unable to test with the subject meter and reported attending the doctor¿s office on (B)(6) 2014, at 5:00pm in response to her symptoms where she was prescribed unspecified medication. It is not known if any other blood glucose tests were performed on any other device. At the time of troubleshooting, the customer service representative (csr) noted that the patient was a first time user of the subject meter. The csr walked the patient through resolving the issue and the issue was resolved. Although it is unknown how the product may have been a factor in the patient¿s injury, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that could be indicative of serious injury while using the product.